Event description:
N/a.

Manufacturer narrative:
Trackwise (B)(4) the device was returned to the factory for evaluation on 03/28/2024. An investigation was conducted on 04/03/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The power supply was returned with the power cable. There were no visual defects observed on either the power supply or the returned cable. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a returned cable, reference adaptor and the returned power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A engineer evaluation was conducted to test the voltage on 04/16/2024. Using a fluke 8846a precision multimeter bmram ID# 14287, exp 24apr2025 per mcv00030545 rev. B, equipment calibration procedure for vasoview power supply. The following results were observed: no load voltage: 5.52vdc; low current output: 4.01amps dc; high current output: 6.01 amps dc. The complaint vasoview hemopro power supply passed all three output tests verifying that this power supply is operating within specifications. See attached engineer evaluation memo. Based upon the received condition of the device, it is not possible to confirm the reported complaint as there was no device malfunction. The reported device is an OEM device. The certificate of conformance was reviewed for the serial (B)(6) . The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to tw (B)(4). The hospital reported that t.w. Power supply failed clinical engineering test. They noted, "one barely passed the high output test (5.95 a) and one failed (5.9 a). The spec described in the service manual is 6 +/-0.05a, which seems very tight." Device was never used on a patient.